Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the handle revealed it was functioning as designed. The handle was tested on calibrated fixture (an 3275/fx 7915) and exhibited sufficient pull force and throw distance. The tortuosity reported in the complaint may have contributed to the reported difficulty when detaching the smart coils. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00673.

Event description:
The patient was undergoing coil embolization procedure to treat a cerebral aneurysm using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). It was noted that the anatomy was tortuous in the siphon part. During the procedure, the physician placed another manufacturer¿s microcatheter in the target vessel then placed three non-penumbra coils in the aneurysm before deploying and detaching two smart coils in the aneurysm using the handle. It was reported that the physician had difficulty detaching both smart coils using the handle and several attempts were made in order to successfully detach both smart coils. After advancing a new smart coil into the aneurysm, the physician used the same handle and attempted to detach the smart coil. Although, it was reported that the pet lock was separated, the smart coil did not detach. While attempting to retract the smart coil, it unintentionally detached from the pusher assembly within the microcatheter. Therefore, the physician used a micro-guidewire to push the detached smart coil into the aneurysm. The procedure was completed using another manufacturer¿s coils. There was no report of an adverse effect to the patient.